Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the paramedics were called because the customer's blood glucose level dropped low in the middle of the night. She was treated with glucose gel. The customer was unresponsive and her blood glucose level could not be read by the meter. The device was not returned.